Manufacturer narrative:
Citation: brodov y et al. Mitral annulus calcium score. Circ cardiovasc imaging. 2019 jan 1;12(1):e007508. Doi: 10.1161/circimaging.117.007508. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of mitral annular calcium score on the development of conduction system abnormalities following transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2012 and 2015. The study population included 168 patients (predominantly female; mean age 80 years), 61 of which were implanted with a medtronic corevalve bioprosthetic valve and 5 were implanted with a medtronic evolut r bioprosthetic valve (no serial numbers provided). It was noted that 23, 26, 29, and 31 mm prosthesis sizes were used. Among all patients, adverse events included: post-tavi permanent pacemaker implantation due to persistent high-degree atrioventricular block, transient high-degree atrioventricular block, complete left bundle branch block with slow atrial fibrillation, new complete left bundle branch block with severe pr interval prolongation (greater than 400 ms), and alternate complete left bundle branch block/complete right bundle branch block. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.